Event description:
It was reported that the patient underwent a CABG procedure in 1998. It is reported that the patient developed a fever and incisional pain four days post-operatively. On the fifth day post-op, the incisional pain worsened and the sternum became unstable, and sternal dehiscence was confirmed. The patient was taken back to the or and the sternum was reopened and re-wired.